Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, when this newly implanted right ventricular (rv) lead was inserted into the header of a pre-existing implantable cardioverter defibrillator (ICD), a high out of range shock impedance measurement of greater than 125 ohms was observed. After exhausting all troubleshooting options, the physician decided to remove and replace the ICD. Once connected to a new ICD, all measurements with the system were acceptable. This rv lead remains implanted and in service and there were no adverse patient effects reported.